Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020. It was reported that the period of occurrence was end of (B)(6) 2020.

Event description:
It was reported that the patient experienced serious adverse events. A 7mm x 80mm eluvia drug-eluting vascular stent was implanted in the left superficial femoral artery (sfa) on (B)(6) 2020. End of (B)(6) 2020, the patient experienced necrotic vascular purpura of the left leg. A corticosteroid bolus was administered with good progress and then recurrence on several occasions. A biopsy revealed eosinophilic vasculitis suggestive of a drug or immunological cause. The stent is currently in place.